Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, history trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 100% stenotic lesion was a chronic total occlusion of the mid-segment of the calcified and severely tortuous right coronary artery (rca). A non-bsc guide wire crossed the lesion, however, an unspecified ivus catheter was unable to cross. The 1.5 x 15mm apex flex monorail catheter was used to dilate the lesion for 10 seconds, the atms are unknown; however, the ivus catheter still did not cross. "Parallel wire technique" was performed with unspecified guide wires and the ivus catheter partially crossed the lesion. To perform dilation of the lesion, the 1.5 x 15mm apex flex monorail catheter was inflated. Upon inflation at 4 atms for 10 seconds, the balloon ruptured. The balloon catheter was removed intact from the patient. No patient complications were reported. The patient's condition was reported as "good".